Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call she experienced high blood glucose the day before and kept treating with the insulin pump but was not coming down. She decided to treat with an injection and her blood glucose dropped very low. Blood glucose value was high at 412 mg/dl and went low to 31 mg/dl. The paramedics went to treat her. The customer stated that insulin does come out of the tubing when disconnected but she was currently using her son's insulin pump and has managed to keep her blood glucose level stable. Current reading was 123 mg/dl. During troubleshoot; it was stated the drive support cap is recessed. Customer could not check for site/set issues as she had already changed the set. Time, date, basal rates and bolus wizard are set up correctly. Customer declined to perform the high pressure test. The customer was advised that the infusion sets and tubing clamp would be sent.